Event description:
The customer reported an increase in false positive and inconclusive samples that they believed was correlated with taqpath combo kit assay lot# 2109366. They elected to retest some samples without re-extracting and in the repeat runs, several positive results repeated as negative or inconclusive. The customer was using a quantstudio 5 pcr instrument (96 well block) and the runs in question were performed on (B)(6) 2021. The customer did not report any serious injuries or death. Thermo fisher scientific was able to confirm that the false positive results were reported out to patients.

Manufacturer narrative:
During review of the four (4) customer supplied data files, thermo fisher scientific r&d identified fluctuating baselines in the amplification curves, which resulted in five (5) false positive calls; however, no problem was detected with the assay in the taqpath¿ covid-19 combo kit. The source of the fluctuating baselines is likely instrument or environment related, but the root cause is still under investigation.

Manufacturer narrative:
During review of the four (4) customer supplied data files, thermo fisher scientific r&d identified fluctuating baselines in the amplification curves, which resulted in five (5) false positive calls; however, no problem was detected with the assay in the taqpath¿ covid-19 combo kit. The source of the fluctuating baselines is likely instrument or environment related, but the root cause is still under investigation. Update 11-feb-2022: thermo fisher scientific reviewed the service history for the quantstudio 5 pcr instrument (sn# (B)(6) ) at sutter health and verified that the instrument was installed on 01-sep-2020. Service calls were opened for preventative maintenance and requalification and the field service engineer (fse) confirmed the instrument passed all functional testing during the scheduled visits. The fse provided new information from a site visit on 03-feb-2022 confirming that the instrument data files did not indicate any additional occurrences of fluctuating baselines or false results during continued use of the instrument. Thermo fisher scientific r&d determined the probable source of the fluctuating baselines is likely instrument or environment related; however, the exact root cause could not be established.